Manufacturer narrative:
Visual inspection was performed on the actual sample upon receipt, it was confirmed that the positive umbrella was missing from the unit. The device history records were reviewed in detail and it was confirmed that all released products had been accounted for passing the 100% leak test. Mock samples and testing on the production floor determined that a unit missing an umbrella valve, or having a damaged umbrella valve, would not pass the leak test. All ops valves are subjected to a 100% leak test that undergoes 5 separate programs to test that each component in the valve is functioning properly. These units are also 100% visually inspected both during the leak testing step and during packaging. It is possible that the unit was subjected to damage at some point after final release causing the positive umbrella to be removed from the housing. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass the one way valve was missing a piece and blood leaked from the unit. A 200-300 mls of blood loss. Product was changed out. Surgery was completed successfully.